Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and suspected that ups triggered breaker. The fse reset the circuit breaker and turned the breaker back on, restoring power to the system. After the resetting the circuit breaker, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device failed to power on properly. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and found that an uninterpretable power supply (ups) triggered a circuit breaker. The fse turned the breaker back on, restoring power to the system, returning the device to expected functionality.